Manufacturer narrative:
The device investigation is still in progress. (B)(4).

Event description:
During an atrial fibrillation procedure, it was reported that the stockert generator was displaying temperature limit error when ablating with the thermocool® smart touch¿ bi-directional navigation catheter. The temperatures were between 38° to 39° degrees during ablation; able to ablate about 10 seconds of ablation before the temperature limit message appeared and the stockert cut off rf delivery. The redel cable was replaced from the stockert to patient interface unit (piu). The physician stated that the catheter handle was getting hot to hold. Catheter was replaced and procedure continued. The second thermocool® smart touch¿ bi-directional navigation catheter displayed noise on the distal electrodes and the temperature limit error reappeared. The ablation adapter cable was replaced. The temperature error was resolved and the procedure was continued. There were no patient consequences. On march 18th, failure analysis lab found char on the proximal end of tip dome in one of the two products returned. Due to the volume of the char (more than > 1 millimeter) can potentially cause risk on the patient. Therefore, this complaint became reportable. Awareness date changed from march 10th to march 18th of 2014.

Manufacturer narrative:
(B)(4). During an atrial fibrillation procedure, it was reported that the stockert generator was displaying temperature limit error when ablating with the thermocool® smart touch¿ bi-directional navigation catheter. The physician stated that the catheter handle was getting hot to hold. Catheter was replaced and procedure continued. The second thermocool® smart touch¿ bi-directional navigation catheter displayed noise on the distal electrodes and the temperature limit error reappeared. The ablation adapter cable was replaced. The temperature error was resolved and the procedure was continued. There were no patient consequences. On march 18th, failure analysis lab found char on the proximal end of tip dome in one of the two products returned. The returned device a was visually inspected and found in good physical conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and found within specifications. In addition, an irrigation test was performed and catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The returned device b was visually inspected and char was found on the tip dome. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and found within specifications. In addition, an irrigation test was performed and catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. As per the handle getting warmed issue reported on the first device, this was not observed in neither device during the analysis and were able to be handle as usual. The customer complaint was not confirmed. However for the device b, the root cause of the char remains unknown.